Event description:
It was reported that a device experienced system error 322 alarms. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received by baxter. The device evaluation is still in progress. When complete, a supplemental report will be filed.